Manufacturer narrative:
Material number changed to mz1000. No mz1000 china sample was not available for investigation. The customer reported that the affected products was from lot 24036029 and that on two instances "the surface of the infusion connector cracked and leaked." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where a hairline crack can be seen on the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24036029 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months

Event description:
No additional information was reported during use of this product, the surface of the infusion connector cracked and leaked. The affected quantity is 2 units, and 1 unit can be returned. Photographs are available. A green claim is required, as is a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During use of this product, the surface of the infusion connector cracked and leaked. The affected quantity is 2 units, and 1 unit can be returned. Photographs are available. A green claim is required, as is a complaint response letter and a complaint acceptance letter.